Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(4). It was reported that on (B)(6) 2022, a 23mm portico valve was selected for an implant. The valve was implanted, however, during removal of delivery system, the valve migrated to the aorta in supra annular position. The physician decided to implant a stent. The first stent was damaged and removed. Then, a second stent was implanted with good result. On (B)(6) 2022, the patient had drop in hemoglobin. Computerized tomography (CT) of abdomen found an aneurysm sprurium. Two units of erythrocyte concentrates was transfused. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve migrated to the aorta during removal of delivery system was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.